Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's pacemaker presented in backup vvi mode. The device was explanted and replaced in a procedure on (B)(6) 2023. The patient was stable.